Manufacturer narrative:
Main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 37761, serial # (B)(4), product type recharger; product ID 3550-39, lot # n337479, implanted: (B)(6) 2014, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37761, serial # (B)(4), product type recharger. Cable assembly connector pins broken. Main device model: 37714, serial: (B)(4). Conclusion- external device model: 37761, serial: (B)(4).

Event description:
It was reported that the patient reported a damaged external device, the recharger. There was a broken connector pin. The machine was not working. The charger was not working and they could not plug it in, the part to plug into the machine was broke, (B)(6) 2015. On (B)(6) 2015, additional information was received indicating that the stakes take to resolve the broken loose connector pin on the recharger were good. It was noted that the recharger issue had been resolved. On (B)(6) 2015-, (B)(4): additional information was received from the manufacturer representative (rep) indicating that there was an alleged overdischarge. There was a broken connector pin and the patient was without a functioning recharger. There was a physician mode recharge (pmr) being performed by the rep. No symptoms were reported. The patient accidentally sent in the patient programmer along with the recharger when they were getting the connector replaced. It was noted that a replacement would be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.